Event description:
The customer alleges back to back results on his meter of : 216 vs 41 mg/dl and 170 vs 12 mg/dl. L1 was in range, but l2 was out of range. The customer states he is unsure if he gets enough blood on the strips, as he is blind and cannot verify correct dosing. Return requested and replacement was sent.